Event description:
While using a byte day aligners, patient reported bottom middle tooth chipped and the tooth next to it has wear on the tooth. Their dentist wants to repair them. Requested additional information and photo, provide diagnostic findings for repair of teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.